Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with continuous glucose monitoring indicating a low of 60 mg/dl and a confirmatory fingerstick of 50 mg/dl; the ilet algorithm suspended insulin delivery and glucose subsequently increased to 90 mg/dl after the user consumed oral fast-acting carbohydrates (apple juice, crackers, hard candy). Symptoms included hypoglycemia. Outcomes included transient clinically significant hypoglycemia without medical intervention or hospitalization. Investigation included complaint review and troubleshooting with user education. Investigation of this case revealed that the device responded as designed by suspending insulin during low glucose. It was concluded that the event was attributable to hypoglycemia with an unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.